Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer did not mention how they were treated. The customer experienced symptoms such as loss of urinary control. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined since they lost their pump. The insulin pump will not be returned for analysis.